Event description:
Report received from (B)(6) states: ¿the vitrectomy cutter failed. At 4000 cut per minute the cutter was occluded with vitreous and blood. The cutter only worked at 3600 cuts per minute. There was no pt injury reported.¿

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Product has been requested to be returned however it has not been received.